Event description:
During the procedure, somewhere near the distal tip of the slalom thrill, the catheter was kinked and the guidewire came out penetrating from this kinked area. The patient was female but age was unknown. Shunt pta: the target lesion was right cephalic artery. There were mild calcification and vessel tortuosity, the rate of stenosis was 70%. The balloon catheter was properly inspected and prepped. It is unknown if there was any difficulty inserting the device through the sheath or advancing the device over the guidewire through the vessel. During the procedure, somewhere around the distal tip of slalom thrill, the guidewire (gt wire, terumo, 0.016) protruded from the kinked area. The precise location was not provided. The device was removed without losing target site access and changed to another product (details unk). The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During treatment of a right cephalic artery shunt, the slalom thrill catheter kinked somewhere near the distal tip and the guidewire (gt wire, terumo, 0.016) came out penetrating from this kinked area. The precise location was not provided. The device was removed without losing target site access and changed to another unknown new product and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. There was mild calcification and vessel tortuosity, the rate of stenosis was 70%. The balloon catheter was properly inspected and prepped. It is unknown if there was any difficulty inserting the device through the sheath or advancing the device over the guidewire through the vessel. A non sterile slalom thrill 4.0mmx4cm, 40cm was received coiled and inside a bag. The balloon appears as if it had been inflated and deflated, it could be noted a kink and puncture cut in the tip at 2.5mm from the tip. No other anomaly was observed in the returned device. An analysis was performed to the tip and the results showed that the device distal tip presented a puncture. The observed punctured shape and material direction suggests that the sample was punctured from the outside possibly with the guide wire or another stiff and pointed object. Scanning of internal surface confirmed that the distal tip was punctured from the outside. However, there was no evidence of holes or opening sections. The cause of this anomaly could not be conclusively determined. An attempt to insert a lab sample 0.016 agility guidewire (same od used in the clinical procedure) was done per procedure to verify if the guidewire protrudes the tip, however, it passed without resistance. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Controls are in place to prevent defective from leaving the facility. A kink of the device shaft and punctured/cut area were confirmed on the returned device. However, the findings do not correlate with the report that the guidewire penetrated and came out from the kinked area; the direction on the returned device appears to have been from the outside and there was no evidence of a hole through the wall of the device. Based on the reported event and the analysis of the returned device, no conclusion can be made regarding root cause. Neither the product analysis nor the manufacturing records review indicates a relationship to the manufacturing process. Therefore, no corrective actions will be taken at this time.